Event description:
Patient underwent a generator replacement and the explanted generator was returned and received by the manufacturer. Generator analysis completed on the returned generator. Prior to decontamination, the generator did not interrogate. Once half of the case was removed, the battery measured 2.875 volts indicating an ifi=no condition. The memory locations on the generator indicated that 34.251% of the battery had been consumed. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. A bench crystal was placed in parallel with the crystal on the pcba in an attempt to establish communication. Communication was established. Both interrogation and system diagnostic test were performed (post open can), with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/4085, with ifi= no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The battery, 2.864 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, (post open can) shows an ifi=no condition. The failure mechanism for the pulse generators communication error was not ascertained. However, remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process may have been the contributing factor for the failure to program.

Event description:
The patient's device was unable to be interrogated despite trying two different programming systems, performing a hard reset on both tablets, changing out the wand batteries, rotating the wand, switching rooms to rule out emi, and using the usb cable connection. The patient was referred for a generator replacement as there was a suspected generator issue. Internal data from the patient's generator from 10/14/2019 was received and reviewed. Per the internal data, there was a discrepancy between the percent battery charge consumed and the measured battery voltage. The percentage of the battery consumed was approximately 31.076% consumed while the battery voltage indicated that the generator was at 25%, indicating that approximately 75% of the battery was consumed. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.